Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on mar 04, 2020 with lot number 2930363. Visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles in the shell, brown particles in the fill channel and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - one crease sharp opening on the posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5, d.7, d.10, g.1, h.3, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: will be deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.